Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to properly press the button, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer was informed on how to return the faulty device using a pre-paid label. The pump was confirmed to be under warranty, and the customer was advised to put it into storage mode before returning it.